Event description:
A us distributor reported that an electrode belt cannot run detect and treat testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ebelt - cannot run detect and treat testing) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was the cable connecting the trunk cable was severed. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged electrode belt.